Event description:
It was reported that the physician thought the pt's pump was not working and decided to explant it. The pt's outcome was reported as "no injury." The pt recovered without sequela. The medication being delivered via the device system was lioresal.

Manufacturer narrative:
The pump has been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete. The device is included in the medical device safety alert, model 8637 synchromed ii implantable drug infusion pump battery performance, physician communication (2009).